Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2018, the corrective fixation surgery for scoliosis was performed by using the expedium verse system. The fixed area was t5 ¿ l1. While the surgeon was inserting the correction key, it was found that the pedicle screw at the right l1 was broken. Although the correction key might have been inserted obliquely, a metal piece was also found. It was confirmed that the upper part of the screw threads was broken. Since the correction fixation treatment to the patient was reaching the final phase, the final tightening was done by using the unitized set screw. The surgery was completed with a delay (less than 30 minutes).